Event description:
It was reported that pump experienced recurring malfunctions, including a malfunction alarm, and customer saw a ¿high¿ blood glucose reading on pump screen with exact value unknown. Customer delivered a correction dose of insulin using pump, switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.